Event description:
Info received indicates the siderail will not lock in the raised position due to a broken latch mechanism.

Manufacturer narrative:
The tech replaced the siderail to repair the bed.